Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -7.50/+2.50/x118, (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 -7.50/+2.50/x118 diopter implantable collamer lens in the patient's right eye on (B)(6) 2015. On (B)(6) 20105, excessive vaulting was noted with significant reduction of indo-corneal angles. On (B)(6) 2015, the lens was explanted and exchanged for a shorter length lens. This resolved the problem. See MFR. Report #2023826-2016-00192 for left eye.